Event description:
Dr. Operating with robotic scissors when it was observed that the scissors broke apart in patient. The scissors arm was removed with what appeared to be half the scissors arm missing. Surgery converted to laparotomy allowing for the robot to be removed and taken apart - missing scissors piece discovered in the robot. Rep. Notified, no known reason for arm breaking, the arm had 5 uses left. No injury noted to the patient at that time. Patient discharged and returned one week later to hospital with increased drainage, abscess drained and treated for infection. To date, the patient is infection free and remains at home.